Manufacturer narrative:
Evaluation summary: the investigation is completed. No sample is expected to be returned to the investigation site for evaluation. The system history shows that the laser was verified successfully prior and after the day of treatment. At the visit on site after the treatment day the clinical specialist found no abnormalities which could have caused or contributed to the reported issue. The depth values of the reference glass are within the specifications; nevertheless, the field service engineer preventively exchanged the depth meter. Log file review : no patient identifiers were provided by the reporter, though requested. The review showed that the user changed the target energy over the day (B)(6) 2016 from 1.58mj to 1.61mj and back. The user performed 16 affluence tests over the day (B)(6) 2016. According to the user manual, the user has to perform an energy check before repeating a affluence test (in case the first affluence test did not pass). The user did not always follow this advice, but sometimes performed affluence tests one after the other without energy check in between. The customer is not performing the energy check right before the treatment, as requested by the instructions for use. The maximum time difference found is almost 1.5 hours. Most cases last in between 10 and 25 minutes. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on alcon wavelight's acceptance criteria. No technical root cause was identified as the product was found to be within specifications. The root cause cannot be determined conclusively. (B)(4).

Event description:
A surgeon reported that during calibration checks in between treatments, he had difficulty with the system, as he noticed that the fluency tests were not stable. Per the surgeon, one patient, which was targeted to be plano in both eyes, ended up with an unexpected outcome in one eye (+1.00 instead of 0 (plano). The surgeon reported that during the mentioned events, the temperature and humidity of the room were within normal range. Additional information has been requested.